Event description:
As reported by the user facility information by bbm sales organization in (B)(4):"underinfusion".customer statement:"blood transfusion started on patient over 2 hours. Pump bleeped after 2 hours to say transfusion was finished. Upon inspecting the bag of blood, it appeared half full still.immediate action:escalated to both staff nurse and senior staff nurse on shift, who checked the 'status' of the pump and the rate, volume to be infused and time were all correct as prescribed. Unsure as to why there is half a bag of blood remaining, pump fault/error?escalated to ward doctor who is happy for me to continue the bag of blood at the same rate via a different braun pump, as the blood will not have exceeded the max time out of the blood fridge.I have isolated and labelled the pump, rung clinical technology however they are closed, I have left a message at 18:15. The patient has been informed.the pump event log confirms that the infusion was programmed correctly and indicates that the correct vtbi was infused over the correct time period."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). Internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. The history files at 2022-12-06 (specified date of the incident given from the costumer) were investigated. At 16:24 pm a space line was inserted. One minute later the vtbi was set to 274 ml and the time to 02:00 hours. At 16:24 pm the infusion was started with a rate of 137 ml/h. At 18:24 pm the infusion was stopped by reached the entered vtbi (274 ml). The set values from the costumer passed the delivered volume (act. Volume infused). No anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars were damaged or not available. The technical seal (44-04-077) on the lower housing were intact and undamaged. Some liquid residues could be detected at the outside, but no visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,67%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. Some liquid residues could be detected between the lower housing part and the front frame. Furthermore, no damaged parts could be detected. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.